Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell and wear abrasion. Leak test and microscopic analysis were performed which identified a sharp broken anterior (valve bond edge), non-penetrating nicks, sharp broken on plug strap, non-penetrating nicks and creases flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on anterior (valve bond edge) due to an unidentified (tear) opening and a sharp broken on plug strap due to an unidentified (tear) opening.

Event description:
Device has been explanted.